Event description:
One day post implant, this lead was found to be dislodged due to patient arm movement overnight. This lead was revised and remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
On 8/31/2015: we were notified that this lead's threshold capture was high at 4v@1ms. The physician felt this was related to the above mentioned dislodgement. The decision was to continue to monitor the patient at this time.